Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was not ventilating the patient. At this time it is unknown if the patient was transferred or if there was harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the exhalation flow sensor. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.